Event description:
Per dealer the back cane weld is breaking and the top of the back upholstery is tearing off. No injury. Device replaced. Please note any further information received on this incident will be provided in a supplemental report.